Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The alarm history revealed several error alarms. It was indicated that the customer did not have the settings programmed in the pump, instructed the customer to discontinue the pump use and call the help line if further assistance is needed.